Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was loss of capture on the left ventricular lead due to increase in threshold. Reprogramming was performed. The patient left the hospital in good condition.